Manufacturer narrative:
The field service engineer (fse) was onsite to install the access 2 immunoassay system and identified a malfunctioning power conditioner as the source of the burning electrical smell and smoke. The fse replaced this part to resolve the issue. The replaced part was returned to the beckman coulter (bec) complaint handling unit (chu) for evaluation. The chu investigator inspected the returned power conditioner and confirmed charred heat damage on the filter assembly of the power conditioner. The cause of this event is a hardware malfunction; a malfunctioning power conditioner produced a burning smell and visible smoke. (B)(4).

Event description:
During installation of an access 2 immunoassay system (serial number (B)(4)), a beckman coulter (bec) field service engineer (fse) noticed a burning smell and visible smoke. The fse disconnected the power source. The customer confirmed the presence of smoke. There was no visible flame or electrical arcing. This event occurred at installation and prior to bec relinquishing control of the instrument to the customer. There is no potential for the generation of erroneous results in association with this event. There was no report of injury to the fse or users.